Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2014 with the following findings: the black box revealed dates that began on (B)(6) 2014. Due to continuous use of the pump, the black box data and histories for the event on (B)(6) 2013 had been overwritten. The available black box and alarm history showed no alarms, errors or warnings associated to the complaint. The totals for daily doses added up correctly and reflected the user's programmed basal rate. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. Product analysis was unable to duplicate the complaint. Unrelated to the initial complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the patient had been ¿running high and was unsure whether it is due to the pump.¿ there were no blood glucose values or symptoms indicated which does not meet the animas criteria for an adverse event. There was no additional information available for this issue. Multiple attempts were made by customer technical support to contact the reporter to follow-up with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.